Event description:
Boston scientific rec'd information that this right ventricular lead exhibited noise and the lead is believed to have fractured. This pt had a syncopal event and fell causing damage to all three leads. To date, there have been no additional adverse pt effects reported. The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.